Event description:
Pt was revised because x-rays showed head eccentricity and possible poly wear. Osteolysis was also found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.